Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). The hcp was interrogating this patient's device and a red screen was displayed. According to the hcp, the red screen included a message that boston scientific should be contacted. The patient had since left the clinic and the hcp was not aware of any codes that may have been displayed. Ts instructed the hcp to print a report from stored patient sessions. The report was printed and a da error was identified. A da error occurred due to a bit flip in the active device firmware image in memory. When a firmware reset occurs, the device emits beeping tones during the reset. Temporary performance anomalies may occur until the error is detected and corrected upon completion of the hourly cyclic redundancy check (crc). Ts explained that this error is benign and the memory corruption was self correcting.